Event description:
The customer reported a capsule tear during a procedure using a phaco system. The patient got a capsule break during the "phaco chop" stage of the procedure, the last piece of cataract was being removed and the capsule was floating, it went above the surgeon instrument, and got caught in the hand piece. This led to an enlargement of the incision and a vitrectomy, causing a delay of about 5 minutes. A puresee lens was supposed to be implanted, a ar40e lens was implanted instead. The end-user consulted a doctor, but there are no reports of any medication being prescribed. The patient's vision was 6/12 one (1) day post-operation. No further information provided. Note: this is report 2 of 2. A separate report is being submitted against the handpiece.

Manufacturer narrative:
Section a2, a3, a4, and a5: unknown/ not provided as as no further information is available. Section d4: lot #: unknown/not provided, as information is not available. Section d4: model # unknown/not provided, as information is not available. Section d4: catalog # unknown/not provided, as information is not available. Section d4: expiration date: unknown, as the lot number of the device was not provided. Section d4: UDI #: unknown, as product lot number was not provided. Section d6a: if implanted, give date: not applicable, as the device is not an implantable. Section d6b: if explanted, give date: not applicable, as the device is not an implantable. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; the lot number of the device is not available. Therefore, no further investigation can be performed. If there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number of the device was not provided. Section h5: labeled for single use: unknown, as device information was not provided. Section h6 - health effect - clinical code 4581: no code available (incision enlarged). Section h8: usage of device: unknown as device information was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.